Event description:
Additional information from the patient reported that the cause of the problems was due to the stimulator set at its highest and drained the battery. The issue was noted to be resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer with gastroparesis reported having ¿some issues¿ that started around the holidays in 2016, noting they were not sure if it was thanksgiving or christmas. It was noted the patient was given a (B)(6) for christmas and they were advised to try not wearing (B)(6) to see if symptoms subside. No further patient complications have been reported as a result of this event.